Manufacturer narrative:
Product analysis results: visual and optical review confirms the entire threaded tip of the instrument has been broken off, only a few half threads remaining. No surface defect identified that could contribute to crack propagation. Microscopic examination of the fracture surface finds a fairly brittle fracture with no indication of torsion or fatigue. There is a sheer lip that is consistent with bend stress overload. This type of damage is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion (olif) at l2-5 due to degenerative deformity. Intra-op, only the inserter was reported to have broken when trying to leverage the interbody into the disc space. No malfunction was reported for the alleged shaft. No patient symptoms or complications were reported as a result of this event.